Manufacturer narrative:
Per the surgeon, the patient underwent a procedure, under local anesthesia in (B)(6) 2013 (specific date not reported) to replace the abutment. Correction: the correct catalog number is 93335; not 93331 as previously reported. This report is filed october 23, 2013.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site for which oral antibiotics (type and dosage not reported) were prescribed. The abutment was removed to facilitate treatment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.